Event description:
The manufacturer representative (rep) reported that the patient had pain in the lower back and pelvis. This was noted to be a gradual change that started about three weeks prior to (B)(6) 2016 in (B)(6) 2016. The combination of 0 and 3 was measured to have an impedance less than 50 ohms. The patient was programmed to this combination at 8.4 volts with some benefit. A low battery screen was seen on (B)(6) 2016. The pain appeared to have been caused by a short circuit and it subsided when switching to a different program. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
A manufacturer representative (rep) reported the cause of the low impedance was unknown. The patient had the device removed and replaced, and the battery reached low battery via normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.